Event description:
It was reported that as part of the clinical study "superior capsular reconstruction with internalbrace for irreparable rotator cuff tears" with multiple arthrex devices two related adverse events have been reported 12 months following up after the initial surgery. It was further reported that one patient was complaining of persistent pain and an MRI has shown that the graft failed. A revision surgery is currently planned. It was further reported that during the surgery of another patient the anchor disengaged. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.